Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to touch and the screen would turn blank when the customer was attempting to interact with the pump. During troubleshooting, it was confirmed that the pump touch screen was responsive. Blood glucose level was 346 mg/dl. Additionally, it was reported that the customer requested a 14 unit bolus and the pump only delivered 11 units. Tandem technical support reviewed the customer's current status screen which displayed that only 11 units had been requested. The customer did not acknowledge this information. The pump data was reviewed and it was found that the customer had requested an 11 units bolus and the pump was performing as intended.